Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to incident description: on (B)(6) /2014, the reporter contacted lifescan USA, alleging inaccurately high control solution results of "147 mg/dl and 144 mg/dl" obtained on the subject meter. This complaint is being reported because the reported results did not meet lifescan¿s control solution range for the product and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.